Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device would not communicate with the box. There were no delays to the planned surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a damaged connector (pin pushed in). As a result of the damaged connector, it was observed that the device had low rotations per minute and would not switch to reverse. It was determined that the damaged connector was a result of the connector not being properly aligned and forced into the female connector when plugging into the console and pushing back the pin. The reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.